Manufacturer narrative:
Corrected information: sex: (B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the unit has a bad lcd screen. Per email reply received from the customer on (B)(6) 2017 the screen had lines in it and was not legible.